Event description:
During a hip periacetabular osteotomy procedure the pin of a curved pelvic osteotomy chisel fell out causing the handle to separate as the surgeon finished using it for the surgery. The surgery was performed approximately two weeks ago. The surgery was completed successfully with no delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing records could not be reviewed as the reported lot number is not a valid synthes lot number and could not be identified. Placeholder.